Manufacturer narrative:
(B)(4). You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The stent remains in the patient. A follow-up will be submitted with all relevant information. The additional promus referenced is being filed under a separate medwatch report.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effects of ischemia and myocardial infarction, as listed in the electronic promus everolimus eluting coronary stent system instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2010, two promus stents were implanted in the proximal left anterior descending artery, with 0% residual stenosis and good flow. The patient presented with a potential myocardial infarction on (B)(6) 2012, with recurrent ischemic symptoms lasting 10 minutes or more. No additional information was provided.